Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that battery replacement was scheduled for (B)(6) 2016. The cause of the erratic vibration was determined to be that erratic stimulation could be caused by end of service (eos) por. The ins was confirmed to have normal depletion.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3093-28, lot# v423799, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient experienced vibration in the buttock where the implantable neurostimulator (ins) located. It was indicated that decreasing stim or turning ins off did not resolve the issue. Patient was going to make an appointment with healthcare provider (hcp) to have the ins checked. A week later, a company representative (rep) reported that patient experienced erratic stimulation at top and then bottom of the lead. It was noted that impedances were ok. Rep stated the longevity was displaying like other ins. After the call, a technical service found out that this is because ins had a power on reset (por) occurred. The low battery may have caused por and erratic stim. Rep would discuss possible ins replacement due to normal low battery with hcp. The change in symptom was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.